Event description:
"The teeth are cutting through the tissue"

Manufacturer narrative:
It was reported that during a mohs procedure, "the teeth are cutting through the tissue". Additionally, it was reported that, "the teeth look longer and have a different size slip on the opposite side from the teeth, which to me means longer teeth". There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.